Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The iol was exchanged for a different model. The surgeon also reported that, post-exchange, the pt had corneal edema. No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area (returned). The optic was torn/split/cracked and the optic portions were scratched-rejectable. Lens bench could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected.